Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoidectomy, the after connecting the device, the stapler was opened, to re-connect again, by opening the device the tilt-top anvil tipped sidewards. Even though the instrument was not fired. After connecting the stapler using an endoscopic instrument to hold the anvil in a horizontal positon, the stapler fired in a normal way. There was no patient harm.